Event description:
Rn was administering decitabine into right lower abdomen. Needle inserted through skin, and plunger depressed. Once rn pressed down on plunger, liquid began to spill from the plunger. Needle retracted and placed on table where chemo spilled on the table. Approximately, three drops of chemo got on patient's pants (dried up with gauze.) Pt instructed to wash pants on with hot water/high heat and dry pants on high heat.